Event description:
I was (B)(6) and had mild leaking when I coughed. Dr (B)(6) pushed the spark sling system as if it was a magic cure-all. It was not a cure-all; it destroyed my life. Within 2 yrs of the implant, I became completely incontinent and have lots of groin pain, autoimmune symptoms of hives, joint swelling, fatigue, allergies, and no will to be social. I am applying for disability, as I do not have any quality of life, as my pain levels are severe. I also get lots of uti's and kidney stones, as I never drink enough fluids due to fear of leaking. I have a constant heavy feeling in my bladder and suffer bladder spasms. Diagnosis or reason for use: incontinence when coughing or running.